Event description:
It was reported that the programmer would not power on. The company representative noted that it "sounds like it is starting up for one second, but it does not." The programmer was returned for service. It was indicated on the return paperwork that there was no patient involvement associated with this event

Event description:
It was reported that the programmer would not power on. The company representative noted that it "sounds like it is starting up for one second, but it does not." The programmer was returned for service. It was indicated on the return paperwork that there was no patient involvement associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) programmer would not power on. Power supply found out of electrical specification.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.